Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, lump, rupture

Event description:
Patient reported left side breast pain that extends to the shoulder,a lump that is located above the left side breast, and a possible rupture. Device remains implanted.